Manufacturer narrative:
Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that the anesthesia needle didn't connect with the bd plastipak¿ luer-slip syringe and caused medication to leak out. The following information was provided by the initial reporter, translated from portuguese to english: "the syringe doesn't connect with the spinal anesthesia needle, loosing all the medication."